Event description:
It was reported that during a da vinci si single site surgical procedure, the surgical technician experienced difficulty removing the a-sure cautery hook accessory installed on the monopolar cautery instrument, causing the tip of the monopolar cautery instrument to break. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.